Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine generator exchange procedure, it was noted the existing right ventricular (rv) lead appeared to have "some type of kink." The lead was connected to an analyzer and was unable to get acceptable sensing, pacing and impedance readings. The rv lead was capped, replaced, and later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.